Event description:
This lead was implanted on (B)(6) 2008 and is still on active implant till this present date. The physician was (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).